Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, delivery deployment and removal of the delivery system was completed successfully. Subsequently, the patient lost a moderate amount of fluid/blood which led to a myocardial infarction, cardiac arrest and death. Per the physician, the cause of the death was due to low patient fluid/blood volume after blood loss during the procedure and subsequent mi leading to death. No additional clinical sequelae were reported.